Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch verio iq meter is giving inaccurate high readings. In addition, the subject meter allegedly is not giving any numeric results when her blood glucose is extremely high. This complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient indicated that the onetouch verio meter was giving inaccurate high readings of ¿444 mg/dl¿ and over ¿600 mg/dl¿ when her blood glucose reading should have been normal. On one occasion, the patient was having hyperglycemia symptoms described as ¿sick to stomach, headache, sleep for days at a time¿ while the subject meter gave a message of extreme high (above 600 mg/dl). When the patient went to urgent care, the patient was tested at around ¿200 mg/dl¿ and required medical intervention with insulin. The patient¿s symptoms abated soon after. The patient claimed that due to the alleged inaccurate high issue, she has had acute complication of diabetes and required treatment for hypoglycemia and hyperglycemia. Per the owner¿s manual, the meter will not display a numeric value when readings are above 600 mg/dl. Hence, the subject meter is performing within specification. The unit of measurement was programmed correctly. This complaint is being reported because the patient claimed she had acute complications of diabetes due to the alleged inaccurate high issue on the subject meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.